Event description:
Treatment of a petrous segment carotid aneurysm. It was reported that two pipeline devices were used. The first pipeline (5.0 x 30) did not release from the capture coil and was removed. The second pipeline (4.75 x 30) was deployed but did not open proximally, so it was removed with a snare. Same event as MDR# 2029214-2012-00605. No other complications were reported with the patient as a result of the procedure.

Manufacturer narrative:
The pipeline was returned not attached to the capture coil. The evaluation could not determine the cause of the event.(B)(4).